Event description:
Pt called to say they have had severe contractures of bilateral breasts for many years and that left breast is now suddenly soft after doing a lot of yard work. Seen in 2000 and it was thought that pt had experienced a closed capsulotomy of the left breast secondary to trauma or movement. It was also felt that pt had a deflation of the outer lumen as an irregularity of the left implant was noted. Bilateral implants were removed. Both implants were noted to have deflation of outer saline lumen and a small amount of gel bleed. No obvious tears or rupture noted.